Event description:
The customer reported to baxter regarding a clearlink continu-flo solution set in which a no flow was detected below the drip chamber after filling with solution during priming, most often with saline. Per the customer, the clamps were opened on the sets. This is an ongoing issue and has occurred in numerous departments. There is nothing visibly blocking the set. When the sets are successfully primed, they are used with a sigma pump. When the solution bag is forcefully squeezed, sometimes the solution will flow, sometimes it will not. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.